Event description:
Sales rep reported that the tip of the catheter broke off in the patients' coronary artery.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The sales representative reported that during a diagnostic catheterization procedure, the tip of a cordis catheter separated in patient in the right coronary artery. There was no difficulty removing the product from the hoop. There was no difficulty tracking the device through the patient's anatomy. There was no excessive torquing required. There was no resistance during withdrawal. The tip of catheter was removed from the rca but then lost somewhere in the peripheral system where it could no longer be visualized. No additional information was available. Procedural films were not available at this time. Per medwatch received: during a cardiac cath procedure, the patient developed bilateral arm pain. Upon review of the films, a foreign body was noted in the right coronary artery (rca). After pictures and the diagnostic catheter were reviewed by the procedure physician and the intervention md, it was determined to be the tip of a 4fr williams right posterior (wrp) catheter. An intervention to remove the catheter tip was performed. The foreign body was no longer observed in the patient. One non-sterile 4f diagnostic catheter was received coiled inside a plastic bag. No separation was observed at the catheter's body and intermediate tip fuse point. The catheter was missing the brite tip. The brite tip piece was not received. No additional anomalies were found. The intermediate tip and body-intermediate tip fuse point outer and inner diameters were measured and were found within specification. The sem analysis concluded evidence of brite tip remains, evidence of fusion and elongation in the intermediate tip. A review of the manufacturing documentation associated with this lot was not conducted as no lot number was provided with the reported complaint. The tip (brite tip) separation reported was confirmed. The exact cause of the separation could not be conclusively determined; however, the complaint is escalated as a high severity event. As indicated by the sem analysis, the reported event could be attributed to the elongation observed, suggesting possible stretching/pulling at the time of the brite tip separation. A risk assessment has been initiated to evaluate this issue.

Manufacturer narrative:
Additional information was received regarding this event and the conclusion is updated accordingly. The sales representative initially reported that during a diagnostic catheterization procedure, the tip of a cordis catheter separated in patient in the right coronary artery. There was no difficulty removing the product from the hoop. There was no difficulty tracking the device through the patient's anatomy. There was no excessive torquing required. There was no resistance during withdrawal. The tip of catheter was removed from the rca but then lost somewhere in the peripheral system where it could no longer be visualized. No additional information was available. Procedural films were not available at this time. Per medwatch received: during a cardiac cath procedure, the patient developed bilateral arm pain. Upon review of the films, a foreign body was noted in the right coronary artery (rca). After pictures and the diagnostic catheter were reviewed by the procedure physician and the intervention md, it was determined to be the tip of a 4fr williams right posterior (wrp) catheter. An intervention to remove the catheter tip was performed. The foreign body was no longer observed in the patient. Additional information was provided by the physician on this event: two infinity catheters were used during the procedure; both were williams right posterior catheters. The physician's usual technique is to introduce the tip of the catheter into the haemostatic valve before the wire. He stated that occasionally this can cause the tip to kink, bend or become compressed; in this particular case he is not sure if there were any such issues. After placing the tip of the catheter into the sheath, a guide wire was then introduced to the ascending aorta per his usual technique and both devices then advanced to the right coronary artery ostium. He was not able to obtain good pressure measurements with the first catheter and it was therefore exchanged for another catheter of same shape, size, and design, and good pressure measurements were obtained with this second catheter. Angiograms were then taken uneventfully via this second catheter. Neither catheter was inspected immediately after use. The procedure was completed with no issues. During film review after the procedure, it was noted that there was an artifact in the right coronary artery which was suspected to be the radio-opaque portion of the tip of one of the catheters. Both catheters used in the patient were still on the prep table and were inspected. It was noted that one of them was missing the distal tip but it was not clear whether it was the first or second catheter used. Steps were then taken to remove the object from the coronary artery. The patient remains in good condition. One non-sterile 4f diagnostic catheter was received coiled inside a plastic bag. No separation was observed at the catheter's body and intermediate tip fuse point. The catheter was missing the brite tip. The brite tip piece was not received. No additional anomalies were found. The intermediate tip and body-intermediate tip fuse point outer and inner diameters were measured and were found within specification. The sem analysis concluded evidence of brite tip remains, evidence of fusion and elongation in the intermediate tip. A review of the manufacturing documentation associated with this lot was not conducted as no lot number was provided with the reported complaint. The tip (brite tip) separation reported was confirmed. The exact cause of the separation could not be conclusively determined; however, the complaint is escalated as a high severity event. As indicated by the sem analysis, the reported event could be attributed to the elongation observed, suggesting possible stretching/pulling at the time of the brite tip separation. A risk assessment has been initiated to evaluate this issue.